Event description:
It was reported that pt had three separate falls, and the stimulation had changed. The sjm rep met with the pt for reprogramming and was unable to provide comfortable stimulation; the pt only received uncomfortable rip stimulation. It was reported the physician planned surgical intervention at a future date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.